Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but has not been returned to omsc. Sorc checked the subject device for evaluation. It was found the camera cable damage of the subject device which was also gotten the water invasion. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to the destroyed electronic circuit of the subject device with the water invasion from the perforation of the camera cable. The perforation/hole of the camera cable might have occurred due to the reprocess or storage of the subject device with tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.